Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles that needle clogged during priming. The following information was provided by the initial reporter: spouse of consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer returned (1) open 32gx4mm pen needle without a tear drop label or inner shield attached. The customer reported that the needle clogged during priming. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent to one side. The bent npe cannula would prevent proper flow through the pen needle, hence, the customer would think the pen needle was clogged. Since the sample was returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannula was bent by the user after handling the pen needle.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles that needle clogged during priming. The following information was provided by the initial reporter: spouse of consumer reported needle clog during priming, stated that there is no insulin flow.